Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a high blood glucose event on (B)(6) 2024. The patient went to emergency room on (B)(6) 2024 at 12:00 pm with blood glucose level of 326 mg/dl. Also, the patient was sick and unwell. The patient stayed in hospital for more than 24 hours. No further information was available.